Event description:
Pt was revised to address pain and instability.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to search the complaint database by mfg lots was not provided. The investigation could not draw any conclusions about the reported event based on the unavailability of the products to examine and insufficient info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.